Manufacturer narrative:
Preliminary root cause analysis: in our opinion, it is highly unlikely that the endoscope alone could have caused air embolism. As we do not have the telescope available for examination and, despite repeated requests, have not received any further information from the user regarding the procedure, the instrument set used, the type of irrigation with purisole or nacl (sodium chloride), the duration of use, complications, etc. Currently, it is not possible to comment on the cause.

Event description:
It was reported that, during a prostate resection procedure using a bipolar resectoscope and an erbe vio 300d generator, the surgeon observed a strong electrolytic reaction at the beginning of the procedure. The patient suffered sudden hypocapnia, severe gas embolism, and three cardiac arrests. The patient is currently in intensive care with severe brain damage.